Manufacturer narrative:
The customer was sent a quote to have the device evaluated. The customer was contacted numerous times, to check if they wanted their device evaluated, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device during testing did not deliver the expected amount of energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device during testing did not deliver the expected amount of energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided a quote for depot repair. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.